Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert for shock lead impedance measurements out of range. Technical services (ts) reviewed and recommended reprograming. This lead remains in service. No adverse patient effects were reported.